Event description:
A 2.25 mm diameter x 14 mm length micro driver rx coronary stent delivery system was inserted into a pt for the treatment of a left circumflex lesion. The vessel morphology was reported as severely tortuous with severe calcification and 90% stenosis. The lesion was predilated. It was reported that the physician inserted the micro driver delivery system; however, he was unable to cross the lesion due to resistance between the stent and lesion. The micro driver delivery system was removed, inspected and re-inserted in another attempt to cross the lesion. While attempting to cross the lesion, the guide catheter became disengaged, while re-engaging the guide catheter, it was noted that there was no blood flow to the left circumflex. Another manufacturer's balloon was inflated in the left main to regain the blood flow. The physician was going to attempt to insert the micro driver a third time when it was noted that the stent was not on the stent delivery balloon. The physician performed contrast study and the stent was found in the left ventricle. No further intervention was performed. The physician requested another hospital remove the stent via surgical intervention; however, he was turned down. The pt's condition is stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: severely tortuous with severe calcification and 90% stenosis. Stent dislodgement. Device discarded unable to follow up. (Delivery system). Other, stent remains in pt un-deployed.